Event description:
It was reported that catheter fracture occurred. The target lesion was located in the adrenal vein. A direxion hi-flo fathom-16 was selected for use. During the procedure upon removal of the device from the patient's body, it was noted that the catheter was fractured approximately 25cm from the distal tip. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was just removed over the fathom wire at which time the fracture was noticed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, inner/outer shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed the outer shaft fractured 52.5 cm from the strain relief, and the inner shaft was found damaged. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in the adrenal vein. A direxion hi-flo fathom-16 was selected for use. During the procedure upon removal of the device from the patient's body, it was noted that the catheter was fractured approximately 25cm from the distal tip. The procedure was completed with another of the same device. No patient complications were reported.